Event description:
Customer reported system locked up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. System operates as intended. Ge rep suspects problems with customer's power system. This MDR is related to ge healthcare complaint number.